Event description:
Rec'd a verbal report of a pt reaction that occurred with use of this dialyzer. It was learned that for this event, the pt had reported pre- dialysis that she felt dizzy. The dialysis treatment was initiated and while dialyzing, the pt had a grand mal seizure. The pt's blood was returned/reinfused and a saline bolus was given. The pt was then transferred to the ER and was admitted and was treated with intravenous dilantin. Also it was learned that the staff was instructed to go slow with the dialysis therapy. The rn reported that this pt is a brittle diabetic with multiple episodes of hypoglycemia. It was also learned that no glucose or blood sugar was obtained for this event. The pt continued to receive dialysis with use of this dialyzer. It was learned in 2007, that the pt has stabilized and is receiving dialysis with use of aim asahi 100, but four days earlier had seizure activity. It was also reported that the dilantin level remains low and has not reached the therapudic level. The rn stated that she thinks this event was probably related more to seizures, since the seizures are continuing to occur. There is no sample or lot number available for an evaluation. This pt has also recently been diagnosed with a seizure disorder.